Manufacturer narrative:
The investigational analysis completed 10/3/2019. The returned device was visually inspected and a hole was found lifted-up on pebax with reddish brown material inside. The catheter was evaluated for the carto 3 system. It was recognized by the system. No error messages were displayed and the catheter was properly visualized. Erasable programmable read only memory (eeprom) data demonstrates the catheter was properly calibrated during manufacturing. The catheter was evaluated for screening tests and catheter passed. The force feature was working properly. Force sensor values were found to be within specifications. A manufacturing record evaluation was performed and no internal actions were identified. The customer complaint has been confirmed. The root cause of the damage on pebax cannot be related to the manufacturing process, since there is evidence that the device was manufactured in accordance with documented specification and procedures. It could be related to the handling of the device during the procedure. However, this cannot be conclusively determined. Manufacture reference no: (B)(4).

Event description:
It was reported that a patient underwent an ablation procedure for atrial fibrillation with a thermocool® smart touch® sf bi-directional navigation (tcst) catheter, and the biosense webster inc. (Bwi) product analysis lab (pal) found a lifted pebax sleeve with a hole. Initially it was reported after mapping with the pentaray nav high-density mapping catheter, the physician tried to ablate in the right atrium with 7g of force and the carto 3 system window displayed high force. Zeroing was done several times, with no resolution. Signal, carto® 3 system interface cable, and smartablate¿ system rf generator were all checked. Ablation was attempted again. Thereafter, high force displayed, and ablation was stopped. Zeroing was attempted several more times with no resolution. Cable was then replaced, with no resolution. Catheter replacement was then attempted. While physician was removing the tcst catheter from the body, the contact force sensor spring was found. A more than usual amount of blood was observed in the spring. Customer indicated this may have been the cause of the force sensor error. Catheter replacement was completed, and the issue resolved. No adverse patient consequences were reported. The observed high force issue and blood observed in pebax spring has been assessed as not reportable. The potential that it could cause or contribute to a death or serious injury, or other significant adverse event, is remote. On 9/26/2019, the bwi pal received the device for evaluation. Upon initial inspection, the pebax sleeve was observed lifted-up on the proximal side of ring # 1, allowing reddish-brown material inside it. Further testing was then performed. During a second visual inspection, the bwi pal found a hole on the lifted portion of the pebax and reddish brown material inside. The observed lifted pebax with a hole has been assessed as an MDR reportable malfunction, as device integrity was not maintained. The awareness date has been reset to 9/26/019.